Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered a bolus in addition to a manual injection they administered resulting in a low blood glucose (bg) level. The customer's bg level was 31 mg/dl and emergency medical services (ems) administered intravenous fluids to treat the low bg. Reportedly, the customer lost consciousness due to the low bg event. Recommendation was made to consult with healthcare provider regarding diabetes management.